Manufacturer narrative:
(B) (4). Evaluation summary: it is not known how much load the surgeon was applying to the tap, or how this instrument had been used during its 19 year history. Cause of the product failure cannot be determined. As returned, the tip of the bone screw tap has fractured. The tip was reportedly retrieved from the wound site after fracture. The depth marks on the device are faded and somewhat difficult to read. Device history records indicate all components were manufactured and inspected to specification.

Event description:
It is reported that when the surgeon proceeded to tap following the drilling, the tip of the tap broke off inside of the pt's clavicle. The fragment was retrieved.